Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection reported defects to the outer case. The functional evaluation confirmed that the device was unable to operate on mains power or re-charge the battery, establishing a relationship with the event reported. The root cause has been identified as a depleted main battery. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment with a renasys touch, the device won't charge even when connected to the power supply and it indicates that the battery needs to be replaced. Treatment continued with a back-up. It is unknown if there was a delay. No patient harm reported.